Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and went to the hospital to be treated on two separate occasions. After the first hospitalization the patient went home and continued to use the device and her blood glucose levels began to rise again and she went back to the hospital for the second time. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.